Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was the device locked on tissue when it "locked into place in the closed position"? If yes, how was the device removed from the tissue? Did issue result in change of procedure or alteration in post-op patient care? No it was not locked on tissue at all.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy procedure, the surgeon was performing the procedure and went to fire the device and the clip applier would not fire so he squeezed really hard and it dry fired and no clip was formed. He then went to fire it again and it then deployed two clips of which neither formed a good clip formation. The handle then locked into place in the closed position. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with no damage in the external components; a clip was noted to be jammed inside the shaft. The clip was removed in order to perform functional testing. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 4 conforming clips. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found damaged causing the lockout failure. The jammed clip may have caused the device to not fire the clips properly or at all; however, no conclusion could be reached as to what may have caused the clip jamming. No conclusion could be reached as to what may have caused the lockout non functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.